Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The physician indicated that they intend on explanting this device. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.